Event description:
Opened implant during procedure. Implant was noted to be defective (missing one of the haptics). It was removed from sterile field; another implant of the same size was retrieved and opened to the field. The second implant was intact and placed in the patient.